Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The provided image was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer and the following additional information was provided: it appears that the instrument blade was missing and separated entirely from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly broke without touching anything. A fragment fell into the patient, and it was retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the blade had broken and fell inside the patient. The fragment was retrieved and confirmed via visual inspection and x-ray tests. There is no report of post-surgical complications, and the patient has not returned to the hospital. The surgeon believed that the blade's damage was due to its quality. The instrument was in use for one hour prior to the issue. The instrument did not collide with other instruments or hard materials during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece measuring approximately 0.616" x 0.085" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.